Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on the sensor patch and no issues were observed. The sensor adhesive was returned and intact. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with a adc device due to exposure to moisture. As a result, customer reported experiencing symptoms of hypoglycemia and was unable to self-treat. Customer received third-party intervention by mother who provided unspecified liquids as treatment. No further information provided. There was no report of death or permanent impairment associated with this event.